Manufacturer narrative:
The hill-rom technician found the patient right siderail power control board needed to be replaced. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm) along with a quarterly battery check and testing for joint commission on accreditation of healthcare organizations (jcaho). Pm and testing not only meet jcaho requirements but will help ensure a long, operative life for the bed. Pm will minimize downtime due to excessive wear. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in (B)(6) 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the patient right siderail power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating when the bed was plugged in, the head of the bed would run up by itself. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #879537.